Manufacturer narrative:
The tibial tray remains implanted in the patient. Only the locking bar portion of the tibial tray was removed and replaced. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013, due to pain and loosening of the locking bar. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery."